Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event is not confirmed as related with the manufacturing process. A visual inspection was performed and it was observed the cuff presents a cut, this reading was taken using caliper calibration. An inflation/deflation test was performed of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. Instructions for use (IFU) information states that as these devices may have been subjected to handling, storage conditions or preparation which compromised functional integrity; each tube' cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Initiating treatment using a tube already shown to have a dysfunction in the inflation system could unnecessarily subject the patient to the untoward effects of extubation, re-intubation, or loss of respiratory support. Furthermore, the integrity of the inflation system should be monitored both initially and periodically during the intubation period. Uncorrected failure of the inflation system could result in death. Various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Do not overinflate cuff. Ordinarily, the cuff pressure should not exceed 25 cm h20. Carroll and grenvik recommend maintaining a seal pressure at or below 25 cm h20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate. The patient was recannulated.